Event description:
Bi performed on stent system 1 sterilizer in 2004. After 7 day incubation (required) results read were positive. Bi taken to lab for gram stain. Unit placed out of service. Gram stain results 2 days later were positive for bacilli. Unit passed diagnostic test daily. All sterilization parameters were met.